Event description:
The customer alleges that the cuff could not be inflated. The alleged issue was detected during the pre-testing of the device. No patient injury reported.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The DHR (device history record) investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.